Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump received had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive button. The blood glucose reading was 308 mg/dl. The customer stated that the device was not working at first and it went through a series of numbers. He then disconnected it from himself and took the battery out, which is when the act button stopped responding. He also noted that he feels as though he has high blood glucose levels but knows how to deal with it and would call his doctor. The customer stated that he was riding his bike and does sweat, but this is normal for him. Advised discontinuation and replacement of the insulin pump. Nothing further reported.